Event description:
User experienced a leak coming from under the instrument onto the floor starting in late 2008. No pt samples involved and no one has been injured. The field service representative determined the cause to be a cracked water bottle valve cap. The customer replaced the valve body and cleaned up the excess water. Customer stated the water leak is resolved. Performance tests were performed.